Event description:
Patient alleges having encapsulation of the right breast; therefore, on october 17, 1978 she had an open capsulotomy with removal and reinsertion and on november 29, 1978 she had a closed capsulotomy.